Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation - the joystick has a white mark on the left side bottom case. The right side bottom case has impact scrape marks on it. Functional observation - the joystick functioned. It turned on and off. The speed adjustments went up and down. The seating functions worked thru the joystick. The speed was consistent at both speed setting. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick speeding up and was confirmed for running into walls from the impact marks on the case.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation - the joystick has a white mark on the left side bottom case. The right side bottom case has impact scrape marks on it. Functional observation - the joystick functioned. It turned on and off. The speed adjustments went up and down. The seating functions worked thru the joystick. The speed was consistent at both speed setting. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick speeding up and was confirmed for running into walls from the impact marks on the case. The joystick from the recall is speeding up on the end user and she has run into walls and injured herself. Dealer states his technician was able to duplicate the issue when he was out there. Dealer said end user alleged the chair ran her into the wall causing minor injury and soreness.

Manufacturer narrative:
A follow up will be filed should additional information related to this incident become available in the future.

Event description:
The joystick from the recall is speeding up on the end user and she has run into walls and injured herself. Dealer states his technician was able to duplicate the issue when he was out there. Dealer said end user alleged the chair ran her into the wall causing minor injury and soreness.